Event description:
As reported, in 2006, this pt was implanted with gore excluder aaa endoprostheses. At an unk date, aneurysm enlargement was noted and a persistent type ii endoleak was observed. The persistent type ii endoleak was attributed to a large inflow from the lumbar and an outflow to the inferior mesenteric artery. In 2008, the devices were explanted.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Type ii endoleak. Also implanted in the pt pxc121000/lot#04143779.